Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had dislodged. The lead had poor diminished sensing and high thresholds with no capture. The lead was repositioned and remains in use. It was further reported that the right atrial (ra) lead was damaged during the rv lead revision. The lead was cut. The lead had high out of range impedance and the physician could visualize the lead fracture after cut down. The lead was programmed off and remains in the patient out of service. No patient complications have been reported as a result of this event.